Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, insulin pump received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with minor scratches on lcd window. Insulin pump received with cracked case at display window corners and battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed motor error. Customer's blood glucose reading was 160 mg/dl. Replacement product is being sent.